Event description:
It was reported that a device kink occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During recapture of the closure device, the core wire became kinked. No patient complications were reported.